Manufacturer narrative:
For two events, the investigation did not identify a product problem. The cause of the event could not be determined. For one event, the service actions resolved the issue. For one event, the field service representative (fse) replaced the sample probe liquid level detection (lld) printed circuit board (pcb). The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>3</noe> malfunction events. Questionable low results were generated by the cobas 8000 - cobas e 602 module. The events involved a total of 3 patients with the following: 2-elecsys ferritin, 1-elecsys hcg + beta test system. The known patients' ages ranged from 23 to 77 years. There known patients were 2 females.